Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required, under-sensing with therapy delayed for more than 60 seconds, and high, out of range pacing impedance. Also failure to capture was observed. The patient showed a brady cardia rate when presenting to the emergency room. A new rv lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required, under-sensing with therapy delayed for more than 60 seconds, and high, out of range pacing impedance. Also failure to capture was observed. The patient showed a brady cardia rate when presenting to the emergency room. A new rv lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.